Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had pain at the insertion site that would go around to the side and make them double over. It was indicated that they had an ultrasound. They also mentioned that got "shocks in crotch." There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.